Manufacturer narrative:
Concomitant medical product: a2dr01, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced weakness. Intermittent undersensing was noted on the right ventricular (rv) and right atrial (ra) leads on stored episodes and current electrograms (egm). The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.